Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to replicate the customer reported complaint, instrument not recognized. The instrument was installed on an in-house system and was successfully recognized. Engineering found that the tube extension was broken and missing a piece at the proximal clevis, which was likely retained by the tip cover. The clevis was dislodged from the tube extension. Engineering concluded that the tube extension likely broke due to excessive side loading or other type of mishandling. Engineering also found a scratch mark at the distal end of the main tube with light material removal. The scratch is short in length and not aligned with the tube axis, suggesting instrument collisions or rough handling may have caused the damage. The instrument passed electrical continuity testing. 62 - the instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.